Manufacturer narrative:
Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market 9,648 units of this code-batch. There are no units in our stock. We have received one closed sample to analyze this complaint. Tightness test to the sample received has been performed and the unit is tight. We have tested the knot pull tensile strength of the sample received and the result fulfils the requirements of the european pharmacopoeia (ep): 1.67 kgf (ep requirements: 1.27 kgf in average and 0.76 kgf in minimum) we have also tested the knot security control of the sample received and the result is into the current range for this thread and size. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. Remarks: as stated in the instructions for use of the product, "when working with novosyn® quick suture material great care should be taken in order to ensure that the surgical instruments used, such as forceps or needle holders do not cause any crushing or crimping damage to the suture material. For adequate knot security novosyn® quick, which is treated with coating to enhance handling characteristics, requires the standard surgical technique of flat and square ties with additional throws as indicated by surgical circumstances and the experience of the surgeon." Final conclusion: although the results of the sample received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with novosyn quick suture. The client (veterinarian) reported that the thread was tried for the first time and the doctor thinks that the knots of the thread open again and again and the thread also breaks very easily. No further information has been received.